Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and it was found that the main switch is broken and requires upgrade. Additionally, a worn out scope socket slider switch was unable to maintain high intensity mode and the scope socket needs replacement. It was also noted that the lamp was a non-olympus lamp and recommends replacing with olympus xenon lamp for better performance. Olympus is pending user facility approval to complete service on the device. If new information is provided from the final service, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the power button has pushed all the way in unless its pressed real hard. This issue was discovered during preparation for use so there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the power switch failure was related to device design since the power switch was confirmed to be a previous version. The likely cause of the slider switch failure was wear associated with repeated use and the age of the device.